Event description:
It was reported that trial lip snapped off. No delay or injury reported. A backup device was available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the instrument did not broke while being used on the patient, nor that any broken piece fell into the patient wound/ incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.